Event description:
Bd alaris pump infusion set, low sorbing tubing: lot number 17105562, expiration 10/05/2020, reference number 10013889. Tubing came apart at pumping segment and avastin was spilled in the hem/onc patient room.